Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a minicap in an open pouch with the sponge (foam) separated from the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from a quantity of six (6) units of minicap with povidine-iodine solution. This was further described by the patient as ¿the sponge inside came out from the cap¿. This was identified prior to use for peritoneal dialysis therapy and as a result, the patient did not use them. There was no report of patient injury or medical intervention associated with this event. No additional information is available.